Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet device, while the user continued to receive glucose readings in the dexcom application, indicating the sensor was functioning and that the issue was a communication or pairing failure between devices. Symptoms included no adverse physiological effects. Outcomes included no change in blood glucose management and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including bluetooth toggling, device restart, and re-entry of the pairing code. Investigation of this case revealed that the device reconnected successfully and glucose readings were restored on the ilet after the troubleshooting steps. It was concluded that the event was due to temporary signal loss or pairing disruption, which resolved with standard troubleshooting, and that the device performed as expected after reconnection.